Event description:
Reporter indicated the pt presented with high lead impedance. The last appointment the pt had ok lead impedance. The pt has been sent for x-rays. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.